Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the trocar was leaking. The gasket was torn. It was covered with a 1seal to complete the case. There was no consequence to the pt.